Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for actuation, nonconforming for aspiration, with bubbles through the tubing and conforming for cut. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at cutting edges and several other locations along the inner cutter. Black foreign material observed at one location on the inner cutter. The samples was tested with a syringe and no resistance was felt. The sample was retested for aspiration with the probe driver and was able to aspirate. The initial aspiration test failed due to an interference in the aspiration path and once the interference (needle assembly) was removed the probe was able to aspirate. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the probe had a cut failure, the evaluation also indicates the probe had an aspiration failure, with bubbles observed though the tubing which could be a contributor factor of bubbles coming out at the time the reported event was observed. The root cause for the cut and aspiration failures as well as the foreign material observed is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Excess usage will also introduce a greater amount of surgical material, increasing the likelihood of partial or full occlusion of the aspiration path. No action has been taken by the manufacturing site as it appears that the observed cut and aspiration failures were due to excessive use of the probe by the user. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutting failure of the probe occurred and bubbles came out when switching the cutter on/off during vitrectomy surgery. The condition of aspiration and actuation were unknown. The surgery was completed after a new replacement was used. There was no patient harm.